Event description:
The patient reported " I have a bad lead and at night I feel a tingling and in the morning my neck is sore". Patient stated they were going to replace the lead about a year ago but the physician had an emergency and the patient never had it replaced. Follow-up with the physician noted the patient has not been seen in the clinic for 2 years and it is unknown where the patient is currently being followed. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.